Event description:
It was reported the light source was dim. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The procedure was able to be completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated. Based on the results of the investigation, the dim light was unable to be confirmed. However, the definitive root cause of the dim light could not be determined. Olympus will continue to monitor field performance for this device.